Event description:
It was reported that a pump will not turn on. The customer attempted to power on the device with other battery modules and power adaptors without success.

Manufacturer narrative:
(B)(4). The sigma device eval found the 1st and 2nd soft keys to be inoperable. It was observed that when any functional keys are selected, an automatic output of the 4th soft key will occur (e.g. When the 1st soft key is pressed, an output of the 1st soft key followed by an output of the 4th soft key will occur). This does not allow for any user opportunity to start an infusion. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.